Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges lung cancer while using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the patient is also alleging copd and a dry nose and throat. Patient also alleged the humidifier is not working. Patient also provided an address. Please see section e1 and h6 for this updated information. The previous report was also filed as an initial/final, however this is now an initial only report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged copd and a dry nose and throat, lung cancer patient also alleged the humidifier is not working. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of unknown contaminant on the sd module flip doors and on the iso port of the rear panel. An unknown dust contaminant was observed in the air inlet of the blower box, on the top panel, front panel, and blower box. An unknown type of contaminant was observed to the c122 on the pca and on the blower box. An unknown dust contaminant was observed on the blower box cap, blower, blower seal, and blower box, rear panel, bottom enclosure, and the o-ring of the rear panel. The manufacturer visually inspected the device internally and found hair-like particles were observed on the blower. Evidence of liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.